Event description:
It was reported that during implant, after the ventricular lead went through the right ventricular outflow tract, its tip kept moving upward and did not respond to the stylet at hand. The lead was not used, and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. It was noted that the proximal conductor was distorted and there was damage from implant.